Event description:
The following incident has been reported: on monday, november 5, 2007 an integra sales specialist was meeting with an intensive care unit consultant pertaining to the camino intracranial pressure (icp) catheters, model 110-4bt. During this meeting, additional professionals joined the conversation and requested clinical papers pertaining to "drift" and inaccuracies of these catheters. It was further reported that the intensive care unit consultant was requesting this information because he reported that a patient having compression cap securing a camino intracranial pressure catheter had given a high reading of approximately 35-40mmhg. The patient was transported for a CT scan which showed no increase in swelling or pressure. The catheter was replaced and the new values had dropped to below 20mmhg. The catheter was in place for approximately 3 days and was not "zeroed" while in the patient. The patient has since died; the cause of death unk at this time. The investigation into this incident has been initiated. A report itemizing all lots of camino icp catheters, model 110-4bt sent to the facility has been requested to facilitate a device history record review and inspection results of each individual component. Product test equipment calibration information was provided. A two year complaint history for reported product failures is in process. Additional information has been requested. Will the product be available for return for evaluation? Any special patient treatment as a result of the high readings? What is the demographic information for the patient (ie: age, sex, etc.)? What was the diagnosis/disease entity for placing an icp catheter in the brain? Did the pt have a neurosurgical procedure? Did the patient have other contributing medical conditions? What was the cause of death? Additional information will be submitted when received.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.